Manufacturer narrative:
Concomitant medical products: 419688 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted from the right atrial (ra) lead causing false detection of atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.